Event description:
It was reported to baxter (B) (4) that a reservoir of a two day infusor ruptured during patient use at the patient home. No patient injury and medical intervention was required. The device was filled with 5-fu and saline. No additional information is available at this time.

Manufacturer narrative:
Device evaluation: the device was evaluation by a baxter technician. The reported condition of "reservoir ruptured" was confirmed through visual examination. The issue is currently being investigated under CAPA-(B) (4). (B) (4)